Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that the display was out of specification, the lower case was broken, the encoder assembly was contaminated, the main printed circuit board (pcb) was damaged, a label was damaged, a knob was contaminated, and a case screw was contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular port. The epg was returned for service. There was no patient involvement.